Event description:
(B)(6), 2007: diagnostic laparoscopy with extensive adhesiolysis and left ovarian cystectomy. Floseal applied to "large raw surfaces" and to bleeding area left pelvic sidewall beneath left ovary. On (B)(6) 2007: seen in office - extensive lower abdominal and labial ecchymosis consistent with subcutaneous bleeding. Pt reported her dog jumped on her lower abdomen the day after surgery. On (B)(6) 2007: seen for fever and increasingly severe llq pain. CT showed approximate 2-2.5 cm suspicious area in left ovarian region consistent with abscess or hematoma. Admitted to hospital for IV antibiotic therapy. Discharged (B)(6) 2007. On (B)(6) 2007: seen for increasingly severe pelvic and left abdominal and llq pain; n/v, no bm for some days, abdomen distended, tender. CT showed increasing size of area previously noted, as well as some other areas suggestive of abscess. Exam under anesthesia, left salpingo-oophorectomy. Serosanguinous fluid w/o pus. Sigmoid colon densely adherent to left pelvic sidewall and somewhat to anterior aspect of abd. Wall, totally covering left ovary. Pathology findings included surface foreign material, granulation tissue, eosinophil chronic inflammation, occasional multinucleated giant cells and focal areas of necrosis.